Event description:
According to the reporter during an open colon resection procedure, after first firing, the scrub tech reloaded the stapler, but both devices could not be fired. A new stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.